Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that a piece of tampon was left inside. She sought medical assistance as she is experiencing vomiting and diarrhea. She was prescribed (B)(6) and alysena.